Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as a best estimate based on the date of mesh removal. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. Andrew robers east texas medical center 161 mt pelia rd, martin, tn united states 75426 phone: (B)(6) block h6: the following imdrf patient codes capture the reportable events of: e2330 - pain the following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal.

Event description:
It was reported to boston scientific that an advantage system was implanted into the patient on (B)(6) 2013, during a mid-urethral sling and cystourethroscopy procedure for the treatment of symptomatic stress urinary incontinence. She was observed in the recovery room and was given a trial of voiding. Verbal and written instructions were provided. On (B)(6) 2022, she underwent excision of mid-urethral sling mesh, placement and removal of the left open-ended ureteral catheter, and cystourethroscopy due to pain related to mid-urethral sling mesh and pain in that area during physical examination. The patient was counseled regarding the risks, benefits, alternatives, and indications of the procedure and elected to proceed with mesh excision. Findings of the procedure showed brisk bilateral ureteral efflux noted after cannulization of the left ureter with the left ureteral catheter. No bladder injuries and bladder sutures were noted. The urethra was intact. The mesh was removed from the inferior pubic ramus to the inferior pubic ramus.